Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m93e8u. Additional information was requested and the following was obtained: did the detached tissue pad fall into the patient? Yes. Was the detached tissue pad retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No. Is the detached tissue pad being returned with the device? No. Or, was the detached tissue pad discarded? Tissue pad retrieved and discarded. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, the device tissue pad came off. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).